Event description:
I have worn gas permeable contact lenses for 45 years with no trouble ever. Recently, I purchased store contact lens conditioning solutions for rigid gas permeable and hrd contact lenses. Up until this time I have used boston brand conditioning solution. I first used the solution in 2008. Almost instantly upon putting the lens in my eye after rinsing it with this store solution, my eyes began to burn and water. I had no choice but to remove my lenses immediately. My eyes continued to water and burn for about 2 hours. I was not sure right away that the problem was with the solution, so later that night I tried again to put my lenses in with the same results. Last night, I gave my lenses a thorough cleaning with some boston cleaning solution that I have and then again soaked them in the store solution overnight. This morning when I put my lenses in, it was worse than ever. It has been hours and still my eyes are burning and my vision is blurry. Something is in the store solution that does not belong in eyes. Someone needs to test it. I am sure I cannot be the only one that this is affecting. The lot number on the side of the bottle is 2498b with the expiration date of 7/2010. I will certainly not use this solution ever again, but please tell me what to do with this so no one else will have this reaction. Thank you! Route: ophthalmic. Dates of use: four days in 2008. Diagnosis or reason for use: contact lens wearer. Event reappeared after reintroduction: yes.